Event description:
It was reported that the customer was hospitalized with a high blood glucose of 740 mg/dl. It was stated that the customer was vomiting prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. The customer did not know what her insulin pump settings were supposed to be. Advised her to speak with her hcp right away for her settings. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.